Event description:
As reported, during a stone removal by lithotripsy procedure, the surgeon detected the basket wire of an circle tipless stone extractor, was damaged then the user changed to another basket to continue the procedure. Attached photo shows one of the basket wires had pulled free from the basket cannula. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
E1 - name and address: phone: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation as reported, during a stone removal by lithotripsy procedure, the surgeon detected the basket wire of an ncircle tipless stone extractor, was damaged. Then the user changed to another basket to continue the procedure. Attached photo shows one of the basket wires had pulled free from the basket cannula. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU), as well as a visual inspection and of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in open packaging with a product label. A visual inspection noted a single basket wire pulled has pulled out of the distal cannula. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the IFU for the device (t_ntse_rev.1) was reviewed and includes the following: precautions do not use excessive force to manipulate this device. Damage to the device may occur. Instructions for use upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, cook concluded that the cause of the reported event could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.